Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that "this balloon catheter was attempted to use for an acute mi patient. This iab catheter could not pass the sheath introducer even though they followed all instruction by arrow to maintain one way valve and vacuum the balloon catheter. The hospital clinicians removed the balloon from the sheath and then they used one more balloon catheter and the insertion could be successfully completed."